Manufacturer narrative:
The reported event that locking screw axsos 5.0 mm / l34 mm was allegedly used after its expiration date could be confirmed. Based on the investigation, the root cause was attributed to be user related. The event happened because the user did not read the label properly. The expiration date should always be checked before using the product. If it is exceeded or if the sterile barrier is broken, it should be cleaned and sterilized again, just like mentioned in the instructions for use. Nevertheless a clinical statement was requested and, although an expired product was used, it only exceeded a couple of weeks since the recommended date so, the clinical expert concluded that there is no additional risk for the patient. Moreover, it was received information that after a follow up with the patient, no signs of infection or other complications arose. Note, as stated in the IFU (v15013): ''sterilization/resterilization products delivered sterile have either been exposed to a minimum of 25 kgy of gamma radiation from a cobalt 60 source or have been sterilized by vacuum steam sterilization (please see product label for sterilization method applied). Products not labelled as sterile are non-sterile. The packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening. In the presence of such a flaw or expiration of shelf life, the product must be assumed non-sterile. Care must be taken to prevent contamination of the component. In the event of contamination, or expiration of shelf life or in the case of products supplied non-sterile, the product must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use, unless specified otherwise in the product labeling or respective product technical guides. Products which have already been used in a surgically invasive manner, even if implanted only partly or temporarily during the surgical procedure, must not be reprocessed for reuse.'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Noticed on the local qms system, an expired s/tap screw locking 5.0x24 st sterile 5.0 x 24 mm (item number: 371334s, lot: x23731) was used in a procedure after its expiry date (31st july 2016).

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Noticed on the local qms system, an expired s/tap screw locking 5.0x24 st sterile 5.0 x 24mm (item number: (B)(4), lot: x23731) was used in a procedure after its expiry date ((B)(6) 2016).